Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -06.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was reported as low vaulting and remained implanted. No visual complaints reported. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
. (B)(4)